Event description:
It was reported that the patient called to state there was a recent storm and the monitor has power, but when the patient attempts to use it and pushes the start button, no other lights come on. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.